Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) loose ECG (electrocardiogram) connection. Evidence of data drive corruption; could not duplicate the reported error. System fan is very dirty.

Event description:
It was reported that upon power up, the programmer generated an error code. The power was cycled but the error did not clear. The programmer was returned for service. It was indicated that there was no patient involvement as it occurred upon power up.